Manufacturer narrative:
(B)(4). It is unk if the pt underwent a revision surgery. The implant has to date been unavailable for evaluation. No root causes have been identified related to the event. Should additional information become available, a subsequent report will be filed.

Event description:
It was reported that an xcore implant reportedly became reduced in height at an unk date following surgery. The spine levels, dates, component identification, pt status and other details associated with the event remain unk.